Manufacturer narrative:
(B)(4). Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Following an ablation procedure, a pericardial effusion occurred. Pvc mapping was performed in the left ventricle via retrograde access and ablation was completed successfully. Following the procedure, the patient became hypotensive and a transthoracic echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed unsuccessfully. The patient was stabilized and transferred to another hospital for surgical repair. The effusion was drained successfully; however, the location of the perforation could not be identified. There were no alleged performance issues with the ablation catheter.